Event description:
Reportedly in 2003 patient underwent laparoscopic right lumbar hernia repair using gore-tex dual mesh plus and protack 5mm device. During surgery, multiple tacks were placed closely together into the iliac crest internally and into the iliacus muscle. Prior to admission to reporting facility in 2005, patient had a history of chronic pain and nerve pain in anterior right flank area, anterior right lumbar area and right groin. Patient was under the care of a chronic pain physician. In 2005 patient underwent laparoscopy with removal of multiple protack 5mm tacks and neurolysis of right ileoinguinal ileohypogastric nerves in an attempt to decrease their pain. Patient has a history of 7 back surgeries from 1987-2005. 2003 - laparoscopic right lumbar hernia repair using gore-tex dual mesh plus and protack tacks, chronic pain treated with narcotics, nerve pain in anterior right flank area, anterior right lumbar area and right groin, shoulder surgery 2002, knee surgery 2000, right wrist surgery 1986, hyestrectomy 1976.